Event description:
It was reported to boston scientific corporation on that the gauge needle of an alliance inflation syringe device was at 11 atmospheres when it was removed from the package. According to the complainant, the device condition was noticed as they were pulling devices for the day's scheduled procedures. The device was not being prepped for a specific procedure; there was no patient involvement.

Manufacturer narrative:
Th complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unknown. According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.